Manufacturer narrative:
Concomitant medical products: d314trg crt-d implanted (B)(6) 2012; 3830 lead implanted (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that right ventricular (rv) lead thresholds had increased to a high range. Thresholds on the left ventricular (lv) lead were also reported to be increasing. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.